Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The cuff was replaced with a 6.0 cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.